Manufacturer narrative:
Concomitant medical products: 6935m55, lead, implanted: (B)(6) 2016; 419478, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was intermittently undersensing with low p-waves noted, causing mode switching and premature termination of atrial episodes. The lead remains in use. No patient complications have been reported as a result of this event.